Manufacturer narrative:
Method: the device was reported to be returning for an eval and at this time is pending return. A review of the device history record (DHR) is currently in process. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 230 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: central line (port-a cath). Interscalene. It was reported that an infusion pump ended sooner than expected. It was reported as, "pt had a pump finished early". Additional info was received on (B)(6) 2015. The pump finished in 28 hours instead of 46 hours, as expected. The pt was connected to the pump at the clinic by a nurse at 2 pm. No injury occurred during the incident. The pr's condition is unremarkable. Additional info was received on (B)(6) 2015. The pt was at the clinic at the pt's scheduled time on (B)(6) 2015 to disconnect the pump. During that time, the pt told the nurse that the pump completed infusion at 7 pm on (B)(6) 2015.

Manufacturer narrative:
Methods: actual device was received for an evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot test were conducted. Results: a visual inspection was performed and found the pump returned empty. The pump was refilled to nominal volume at 270ml. The pinch clamp was opened and the pump infused. Flow accuracy testing was performed and the pump yielded a flow rate that was within specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor (glass orifice) with the tubing detached from the pump. The filter was also removed for this test. The tubing was connected to a pressure gauge. After 2 hours of testing, the glass orifice yielded a flow rate that was within specifications with a +/-15% tolerance. The DHR was reviewed for the lot number of th manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncr's) for this lot. The lot met the process specifications, including th equality control acceptance criterial prior to release. Conclusions: the investigation summary concludes that during flow accuracy testing, the pump yielded a flow rate that was within specifications with a +/-15% tolerance. During pressure pot testing for the flow restrictor (glass orifice), the flow restrictor met specifications using the average bladder pressure. A fast flow was not observed on the pump . It was reported that the pump was filled to 230ml and the delivery time information table does not specify a delivery time for this fill volume. It was reported that the pump appeared empty after 28 hours; however, the pump stayed connected until the schedule visit at the clinic for pump disconnection. Therefore, based on the investigation the root cause could not be determined. An IFU (14-60-591-0-03) and a technical bulletin (mk-00585) factors affecting flow rate were sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Maude event report was received on 06/15/2015 (mw5040767). In the report additional informaiotn was provided that was not originally provided to the manufacturer.